Event description:
The customer reported low white blood cell (wbc) quality control (qc) results and approximately one milliliter of diluent leaked from the probe wash block involving the coulter act diff 2 analyzer. The customer performed troubleshooting and cleaned the probe wash and resolved the fluid leak issue. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).